Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to link their pump to their sensor transmitter, and that they experienced a high blood glucose event. The customer's blood glucose at the time of the event was 600 mg/dl. The customer treated with the insulin pump and manual injections. Troubleshooting identified that the transmitter was not compatible with the model of insulin pump the customer was using. The insulin pump was returned for analysis.